Event description:
Consumer alleges the wheelchair is hard to push and that a spring came out of her footrest and now they do not work, consumer did not know what model her chair was but did advise it had invacare on it.